Event description:
It was reported that during equipment preparation, the cardiosave intra-aortic balloon pump (iabp) had safety disk due for replacement message. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-health effect-impact code and h11. Upon further review it was determined that the reported event involved only safety disk due to its expiry (exceeded 7m+ lifecycles). This was scheduled replacement only. There was no patient involvement whenthe event occured. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.